Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that the patient had an infection develop at an incision site of a previous surgery where the clasp on the front garment was resting. Padding was placed over the incision and the patient remained in the lifevest. The final medical outcome of the infection is unknown. There was no alleged device malfunction associated with the skin irritation.